Event description:
Pt has been revised due to loosening of the tibial tray and femoral components.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported manufacturing lot numbers. The initial reporting of this event stated the products are not suspected of failing to meet specification or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error as a contributing factor and the need for corrective action is not indicated.